Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation but has not yet been returned. The alleged product issue/event as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
As reported during treatment for a paraopthalmic aneurysm 14mm requiring flow diversion and coiling, the coil had resistance when advancing into the hub of the catheter. The coil was removed. The coil and catheter were then both flushed. The coil was reintroduced into the catheter, but it failed to advance. Another coil was implanted in the aneurysm without issue. Two additional coils had resistance when advancing in the catheter. The case was finished as the insitu (jailed microcatheter) refused to take any further coils and needed to be removed. The physician was unable and unprepared to attempt to cross the insitu stent construct to continue coiling. Therefore, the aneurysm was left unpacked and flow diverted. The case was aborted. The patient woke up and was stable. The patient may need future treatment.

Manufacturer narrative:
The coil system used with the returned microcatheter was not returned for evaluation. However, the investigation of the returned microcatheter found that an in-house coil encountered resistance during advancement testing at 20cm from the distal tip of the microcatheter, which is consistent with the alleged product issue. The microcatheter was found to be occluded with ptfe liner at 20cm from the distal tip, which resulted in the advancement difficulty. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe liner occlusion, but this condition is consistent with the liner of the lumen experiencing forces exceeding the device's tensile strength. Based on the investigation findings, the returned microcatheter is being reported as the suspect device; the coil system reported in the initial report is not the origin of the ptfe liner occlusion. Corrections were made to the following sections d1, d2, d4, g5 and h4.

Event description:
See h.11.